Event description:
Pt alleges that after a week of use of avo, pt's right eye "starts to itch, have constant secretions and swelling". Pt alleges allergic response. F/u with pt reveals that after 4-5 days of lens wear, the pt experiences discharge and redness. Symptoms resolve with removal of the lenses. The pt did not consult an eye care provider. Pt is using optifree replenish for storage and disinfection and using over the counter drops for self treatment. Prod was not returned and no lot info was provided. No eval can be conducted and no conclusion can be drawn. The pt did not f/u with a physician or other medical professional. The reported symptoms resolved with removal of lenses from the eye. Symptoms occurred after several days of wear and resolve with removal of the lenses. Other factors may include but are not limited to: lens care, lens care solution, environmental factors, and general ocular health. No conclusion can be drawn regarding causal role of the contact lens alone. The event reported does not warrant remedial action. No remedial action is planned. The customer has discarded the lens in question. Prod was not returned and no lot info was provided. No eval can be conducted and no conclusion can be drawn. No prod was available for eval. No conclusion can be drawn. No permanent injury was incurred by the pt and no treatment was required to prevent such occurrence. Other variables such as lens care or other environmental factors may or may not have factored in the reported event. Therefore, this event is not included in any trend analysis and no other similar events have been reported through the MDR process. If add'l info is rec'd, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly mgmt review meetings.

Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.